Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable. Bolton medical is voluntarily reporting a device malfunction related to a treovance device. The treovance device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038).

Event description:
"When the treovance main body was taken out from the patient, the tip of the navitel delivery system remained inside the patient 2-3 cm above the femoral artery cut-down. The doctor had to lengthen the incision to extract the tip." Patient outcome: "ok."